Event description:
It was reported that before an unknown procedure, package is damaged. No further information is available. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Damaged tyveck. Evaluation summary: upon receipt of the package, it was confirmed that the package is damaged. The tyvek appears to have a tear from outside to inside. It was noted during the analysis that the tyvek appears to have a tear from the outside caused by a sharp object scraping the surface. The source of the hole can't be determined and no additional conclusion can be reached about what may have caused the reported incident. The batch history records were reviewed with no protocols, defects, non-conformance or quarantine noted.